Event description:
It was reported that pt had an infection and an eventual increased wear rate of the implants.

Manufacturer narrative:
Conclusion: the quality records indicate that all the specified characteristics (material, measurements, surface, and so on) were in conformity with the requirements in force at the time of mfg. The investigation including the eval of the device shows that there is no sign of material or production failure. This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. (B) (4)